Event description:
Customer reported that the sensors gave inaccurate readings. The sensor reading was 42 mg/dl when the blood glucose reading was 204 mg/dl. She reported that she receives inappropriate threshold suspend alarms through the night. She stated that the sensor cannula looked bent. She was advised on insertion protocol. Nothing further was reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed per specification with low readings. Also, found cannula bent. Unable to confirm that customer received sensor in said condition due to product being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.